Event description:
The customer reports the event as: after urgent drainage of bilateral pneumothoraxes, the pt had x-ray exploration of the chest. It was found that the drains were in the proper position, but the tension pneumothoraxes persisted. The devices were replaced to a second one, but clinical signs of tension pneumothoraxes continued. After the devices were changed to a competitive system, the pneumothoraxes disappeared.

Manufacturer narrative:
No sample is available for investigation. The results of the investigation are not available at the time of this report.